Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg is unable to communicate with external devices following an unrelated surgical procedure. Trouble shooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.